Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. Correction: the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # c9e703. Correction d4. Primary UDI number investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the duckbill partially out of position and present. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. B3: unknown, assumed first day of month that complaint was reported d4: batch # unk additional information was requested and the following was obtained: "·was the valve removed, or was the valve damaged? =>a part of the valve was removed. ·will the damaged piece of valve recovered be returned together with the product? =>yes, it will be returned. ·was there any change in the procedure (e.g., additional port hole, additional incision, etc.) When the valve that has fallen off inside the body was removed? =>there was no change in the procedure. · is there any problem with the patient's condition after the surgery? =>no problem. ·could you please tell us what the doctor thinks about the cause of the valve breakage ( it was written that when the was removed). =>we heard that there was no problem with the product, it was a matter how to use the product." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic gastrectomy, abdominal air was not made, so the trocar was checked, and it was found that the valve was damaged. It might have occurred when the doctor had pulled the gauze, and the valve was snagged, and it got damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.